Manufacturer narrative:
Additional information received by the sales agent: the baseplate placement was not ideal, it was a huge male, and he needed to clear some more soft tissue and he re-oriented his baseplate and went from 36 to a 42 glenosphere and things seem better a week/10 days out. Batch review performed on 23 april 2019: lot 175046: (B)(4) items manufactured and released on 03-oct-2017. Expiration date: 2022-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0172 glenosphere 36xø27 (k170452) lot. 174733: (B)(4) items manufactured and released on 26-sep-2017. Expiration date: 2022-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary the surgeon revised the patient for shoulder dislocation, humerus liner from glenosphere. The surgeon revised the humeral reverse hc liner, humeral reverse metaphysis, glenoid baseplate (also reoriented respecting to primary surgery position) and glenosphere and glenoid locking screws. The surgery was completed successfully.